Event description:
A customer reported to beckman coulter that the coulter lh 780 hematology analyzer leaked approximately 5 to 10 ml of fluid around the flow cell. The leak was not contained within the instrument. The customer was wearing gloves and a lab coat at the time of the occurrence. The customer did not review the material safety data sheet but has an exposure control plan in place at the facility. There was no report of injury or exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous patient results were generated and therefore there was no impact to patient treatment. Beckman coulter field service engineer (fse) observed a leak coming from diluent tubing at diff mix chamber area. The fse replaced the tubing and cleaned the affected area. No further leaks were observed. The fse noted the tubing was sheath restrictor tubing that supplies diluent to the flow cell. The fse verified the service activity performed per established procedures and the results met the performance specifications.

Manufacturer narrative:
(B)(4).